Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator touchscreen failed. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08jan2019. Date received by manufacturer: 31dec2018. The customer stated that the reported issue was addressed and the ventilator was returned to use. However, the customer did not provide further information on what was done to address the reported issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.